Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a low blood glucose level of 35 mg/dl. The customer went to the emergency room and then experienced a high blood glucose level. The doctor believed the customer lost sugar for two days in a row and told him to use a backup plan to avoid crashing out again. The customer treated his low blood glucose level with food. He passed out on the floor with a low blood glucose level when his wife called the paramedics. The customer's blood glucose level was 40 mg/dl when the paramedics were called. The customer was hospitalized on (B)(6) 2017. The customer was given two glucose gel tubes. The customer was wearing the insulin pump at the time of hospitalization. The reservoir was showing more insulin than what was shown on the status screen. The device was not returned.